Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported his lead broke and delivered inappropriate shocks. Information provided by the patient's clinician indicated the lead was replaced due to an "insulation issue." No further patient complications were reported as a result of this event.